Event description:
It was reported that customer observed air bubbles or gaps in tandem mobi cartridge during pumping, described as slightly larger than champagne-sized, but issue was no longer occurring at time of call and had happened on a previous day. There was no adverse impact to the customer's blood glucose level. Customer resolved situation by continuing to use original pump supplies, and no additional corrective actions or technical support interventions were documented.